Manufacturer narrative:
Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 200 mg/dl. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.